Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room with diabetes ketoacidosis and high blood glucose of 343mg/dl. The caller mentioned that her son had been running high for a few days. The customer experienced stomach ache and high ketones. Troubleshooting was performed, and no damage to the drive support noted. Assisted the mother to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and passed. Instructed the caller to remove the cannula and it was bent. No further information was provided.